Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture confirmed via ultrasound and MRI. Healthcare professional reported "pain + rupture". Device has been explanted and replaced.

Event description:
Patient reported left side rupture via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported unknown side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d.6b, g2, h6.

Event description:
Patient reported rupture confirmed via ultrasound and MRI. Healthcare professional reported "pain + rupture". Device has been explanted and replaced. This record relates to left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5.

Event description:
Patient reported rupture. Patient later reported rupture confirmed via ultrasound and MRI. Healthcare professional later reported "pain + rupture". Healthcare professional later reported "to implant defect". Device has been explanted. This record relates to an left side.